Event description:
It was reported that during a supply change the user encountered an ¿unable to proceed¿ error during the fill tubing step, consistent with an occlusion, and the event was resolved after a dry run and swapping the connector and infusion set, allowing the supply change to complete; the affected component was the tube and the user was on a cd infusion site. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact, and blood glucose was not impacted. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during the interaction and a complete blockage related to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. Replacement supplies were shipped and education was provided.

Manufacturer narrative:
Initial.